Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there is button error on the insulin pump. Customer stated buttons are not working. Customer's blood glucose is 108mg/dl. Advised customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened act dome switch. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump had minor scratches on the display window.